Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device displayed e301 (audio alarm failure) with no audible alarm tone. There was no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device displayed e301 (audio alarm failure) with no audible alarm tone. This was due to the piezo alarm assembly. Further testing of the piezo alarm assembly by the supplier found a broken inductor on the circuit board internal to the piezo alarm assembly. This report represents all the information known by the reporter upon query by hospira personnel.